Event description:
The complainant reported during 4 to 6 cardiac exams, the blood pressure transducers were reading low pressure possibly due to leaks in the pressure monitoring tubing. Patients were not treated for the low pressure readings. No harm or injury to the patients were reported. No information was provided that could differentiate the reports. The complainant could not identify which assembled part was the potential source of the inconsistent pressure readings. An additional medwatch form (ie, 1721504-2009-00094) for blood pressure transducers was connected to the pressure monitoring tubing and is associated with this complaint.

Manufacturer narrative:
Device eval. The eval is not complete. Conclusions: the suspect device has been returned for evaluation; however, the investigation has not been finalized. A follow-up report will be submitted when additional information is available.